Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels in the 200 mg/dl range. Reportedly, the customer's health care professional reported the customer was not counting the amount of carbohydrates consumed correctly. Customer's health care professional requested the pump quick bolus feature be turned on to help the customer count bolus amounts. Tandem technical support guided the health care professional through turning this feature on.